Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a non tortuous lesion in the left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered advancing the device to the lesion however no excessive force was used. It was reported that the stent caught inside the guide catheter causing the stent to collapse. As a result the stent was not deployed. The stent exited the guide catheter and was exposed to patient vasculature. However, no dissection or injury occurred. The procedure was completed with another onyx 2.5 x 12mm.

Manufacturer narrative:
Product analysis summary: numerous kinks and bends were evident on the hypotube. Deformation was evident to the distal shaft. The stent was positioned between the markerbands but not meeting specifications due to deformation of the most distal wraps. Deformation was evident to the most distal stent wraps with struts bunched and overlapping. Bunching was evident to the inner member, proximal and distal to the proximal markerband. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.